Manufacturer narrative:
Investigation summary: no sample and no photo was returned for investigation of this complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot #. As no photo and no sample was not returned for investigation, a review of the past 12 months qn for vp catalog was performed. There is no related qn on defect or condition of broken catheter. Therefore the root cause cannot be determined.

Event description:
It was reported that the needle separated from the bd venflon pro¿ IV cannula and entered into the patient's veins. It was also reported that the patient was operated on to surgically remove the needle from the body.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle separated from the bd venflon pro¿ IV cannula and entered into the patient's veins. It was also reported that the patient was operated on to surgically remove the needle from the body.